Event description:
It was reported that during the implant procedure, lead exhibited high capture threshold. Lead was repositioned several times but the issue still persisted. Lead was not used and another lead was implanted successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.